Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6), 2014 with blood glucose of 573 mg/dl. Customer had symptom of vomiting, feeling heavy and had the flu. Customer was hospitalized due to diabetic ketoacidosis. Customer transferred to another hospital and was hospitalized for four days. Customer was wearing insulin pump at the time of hospitalization.